Event description:
It was reported via an article published in continence 2s1 that a prospective study was conducted in a single center to evaluate functional outcomes after water vapor therapy in patients with large prostate glands. The study included thirty-three patients affected by moderate to severe lower urinary tract symptoms due to benign prostatic hyperplasia (bph). All patients were dismissed few hours after surgery with indwelling urinary catheter that was removed after a median of 7 days. The average age was 64.3 years, and the mean preoperative prostate volume was 126.77 ml and 45.4% of patients were catheter dependent. No serious side effects were observed. No cases of de novo erectile dysfunction and an anejaculation rate of 10.1% was reported. In the subset of catheter dependent patients, the postoperative catheter free rate was 83%.

Manufacturer narrative:
Correction to field g1: MFR site address 1, MFR site city, MFR site zip/post code. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Balsamo, r., trivellato, m., ranavolo, r., et al. (2022) short-term outcomes of water vapor therapy (rezum) for patients with large prostates: an italian single center study. Continence 2s1. 2(1), 26-27. Https://doi.org/10.1016/j.cont.2022.100082.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Balsamo, r., trivellato, m., ranavolo, r., et al. (2022) short-term outcomes of water vapor therapy (rezum) for patients with large prostates: an italian single center study. Continence 2s1. 2(1), 26-27. Https://doi.org/10.1016/j.cont.2022.100082.

Event description:
It was reported via an article published in continence 2s1 that a prospective study was conducted in a single center to evaluate functional outcomes after water vapor therapy in patients with large prostate glands. The study included thirty-three patients affected by moderate to severe lower urinary tract symptoms due to benign prostatic hyperplasia (bph). All patients were dismissed few hours after surgery with indwelling urinary catheter that was removed after a median of 7 days. The average age was 64.3 years, and the mean preoperative prostate volume was 126.77 ml and 45.4% of patients were catheter dependent. No serious side effects were observed. No cases of de novo erectile dysfunction and an anejaculation rate of 10.1% was reported. In the subset of catheter dependent patients, the postoperative catheter free rate was 83%.

Event description:
It was reported via an article published in continence 2s1 that a prospective study was conducted in a single center to evaluate functional outcomes after water vapor therapy in patients with large prostate glands. The study included thirty-three patients affected by moderate to severe lower urinary tract symptoms due to benign prostatic hyperplasia (bph). All patients were dismissed few hours after surgery with indwelling urinary catheter that was removed after a median of 7 days. The average age was 64.3 years, and the mean preoperative prostate volume was 126.77 ml and 45.4% of patients were catheter dependent. No serious side effects were observed. No cases of de novo erectile dysfunction and an anejaculation rate of 10.1% was reported. In the subset of catheter dependent patients, the postoperative catheter free rate was 83%.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Balsamo, r., trivellato, m., ranavolo, r., et al. (2022) short-term outcomes of water vapor therapy (rezum) for patients with large prostates: an italian single center study. Continence 2s1. 2(1), 26-27. Https://doi.org/10.1016/j.cont.2022.100082